Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection and initial safety and performance testing. Returned t/c passed weight, safety, and eit. Returned monitor passed isl and failed eit. Kmt engineering evaluated the returned monitor and observed a visible gap between screw and pcba. This matches with the failure mode of the logged failure data . The looseness could cause the intermittent failure. Resolution of torque not being fully fastened has been implemented at supplier.

Event description:
Patient called in to report service error code - r204e. There was no patient injury or adverse event. However, the service required event code indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.